Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A device incident report (dir 63898) was reported to tga by an unknown hcp/user. During a cryo-ablation procedure, the introducer was deployed into the left femoral vein. Upon removal of the sheath from the access site, it was noted that the 12.5 cm shaft had become detached from the hub of the sheath.